Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and replaced. The generator pcbs were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system gave multiple errors and the left monitor was showing a black image. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.